Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure (B)(6) 2021? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? It was reported that vicryl absorbable suture was used in the procedure. Please clarify what does it mean by the examination of the wound revealed that the absorbable suture was not absorbed, and the nonabsorbable suture was removed. Does it mean that not absorbed part of vicryl absorbable suture was removed? Was the suture removed after 7 days of surgery? Was the reoperation necessary to remove the suture? Please specify. Was there any prescribed medication given to treat symptoms? If yes, please specify medications and type (oral, topical). What tissue was dehisced? Please specify. Was there any precipitating stress factor for the wound dehiscence? Was the re-suturing required? If yes: - date of procedure? -what was used for re-suturing? Other patient comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to these events (slow suture absorption, wound dehiscence, pain, inflammation)? What is the patients current status? Lot 20163650736 is invalid. Please provide a valid lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a perineal laceration closure on (B)(6) 2021 due to the delivery of the first pregnancy and the suture was used. Seven days after the surgery, the patient experienced pain and dehiscence. It was also reported that the post-op inflammation occurred. The examination of the wound revealed that the absorbable suture was not absorbed, and the part of suture which not absorbed was removed. Disinfection and tdp infrared treatment were given. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿¿according to the feedback of the sales representative, all the above answers are unknown. Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure (B)(6) 2021? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? It was reported that vicryl absorbable suture was used in the procedure. Please clarify what does it mean by ¿the examination of the wound revealed that the absorbable suture was not absorbed, and the nonabsorbable suture was removed¿. Does it mean that not absorbed part of vicryl absorbable suture was removed? Was the suture removed after 7 days of surgery? Was the reoperation necessary to remove the suture? Please specify. Was there any prescribed medication given to treat symptoms? If yes, please specify medications and type (oral, topical). What tissue was dehisced? Please specify. Was there any precipitating stress factor for the wound dehiscence? Was the re-suturing required? If yes: - date of procedure? -what was used for re-suturing? Other patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (slow suture absorption, wound dehiscence, pain, inflammation)? What is the patient¿s current status? Lot 20163650736 is invalid. Please provide a valid lot number?¿¿according to the feedback of the sales representative, all the above answers are unknown.